Event description:
On 10/29/2024 it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak stitch broke in half. Repair stitch from knotless fibertak was passed through the labral tissue. Repair stitch was retrieved through the cannula with the looped end of the passing suture. The knotless fibertak was converted in standard fashion and during conversion the passing stitch broke in half. The remnant repair suture had to be cut out, and a new implant was opened. It did not appear that anything obstructed the passing stitch causing it to break. The case was completed using a new implant. Additional information received on 11/4/2024: the ar-3636 knotless 1.8 fibertak anchor was left in the patient. A new bone hole was created, and another ar-3636 knotless 1.8 fibertak was used to complete the case. The case was delayed a few minutes; however, it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.